Event description:
It was reported that the patient has developed a nonunion of both bone forearm fracture with infection/osteolysis and an unknown number of screws are backing out of the metacarpal. For the initial procedure the patient received an open reduction internal fixation (orif) of both the bone forearm fracture and screw fixation of the first metacarpal base approximately (B)(6) 2017 at an outside facility. Revision surgery was performed on (B)(6) 2017. The sales consultant notified synthes that the hardware removed belonged to a competitor on (B)(6) 2017 and identified the competitor as zimmer on (B)(6) 2018. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)